Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in good condition. The customer reported product problem was not replicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6%.  No problems were found with the delivery accuracy of the pump. The expulsor was trimmed in order to bring down the volume specifications to the lowest possible magnitude. No fault was found with the device.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's volume was out of specifications while performing preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Device not returned for investigation.

Event description:
Follow up report has been generated after file has found to be not reportable, as this is not a malfunction of device but rather health care related with monitoring patient safety. The device has safety feature with lock out time on bolus amount and a continous rate is set. A patient can hit button as many times as they wish to but will not administer unless programed to give specific bolus amount on times programed from 10 minutes to 30 minutes. Health care professional have responsibility to monitor patient therapeutic response to narcotic delivered with frequent monitoring of vital signs and respiratory and neurologic response. Device cord is not being return for investigation as there was no malfunction of cord reported.